Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial lead was oversensing noise and had inappropriate events of automatic mode switch. The lead was extracted and replaced. The patient was in stable condition.